Event description:
The customer reported the device is showing a red x. A red x indicates a failure that could impact the delivery of therapy. No pt involvement was reported.

Manufacturer narrative:
(B)(4): the customer reported the device is showing a red x. A red x indicates a failure that could impact the delivery of therapy. No pt involvement was reported. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.